Event description:
It was reported that during preparation for a procedure, a coating issue was noted with the guide wire. The physician noted that it "appears the coating focally comes off the wire." No patient complications were reported.

Event description:
It was reported that during preparation for a procedure, a coating issue was noted with the guide wire. The physician noted that it "appears the coating focally comes off the wire". No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and visual inspection determined that the distal end was damaged (kinks and bents) at 248.5cm approximately from the proximal end and jump coils along the body. Dimensional inspections were all within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).